Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 26mmol/l. It was reported that the customer was hospitalized. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the follow functional testing, the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery. The device had intermittent response due corroded keypad traces. No button error alarm was noted during testing. The device had cracked case neat the display window corners, minor scratches on the lcd window, cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker.